Event description:
The clinician reports that the day the implant was placed in ada 13, failure occurred upon insertion. Primary stability not achieved. Patient presented with bone type IV and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.